Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced leakage. The following information was provided by the initial reporter: patient under anaesthesia (administration of propofol via the injection port; propofol was drawn up from a glass-breaking ampoule with filter), esmaron (relaxants piercing ampoule) drawn up 2-3ml, medication administered. Suddenly resistance was gone - application very easy - then blood came gushing out.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-03. H6: investigation summary one used sample was received by our quality team for evaluation. Upon visual inspection of the sample, it was observed that the valve had moved. A device history record review found no non-conformance's associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of the leakage is due to the valve issue. Bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA 1379444 has been initiated.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced leakage. The following information was provided by the intitial reporter: patient under anaesthesia (administration of propofol via the injection port; propofol was drawn up from a glass-breaking ampoule with filter), esmaron (relaxans piercing ampoule) drawn up 2-3ml, medication administered. Suddenly resistance was gone - application very easy - then blood came gushing out.